Manufacturer narrative:
Medtronic received the following information from a journal article entitled ¿ mid-term outcomes of hypogastric artery embolization in endovascular aneurysm repair: a case series¿. Kanemura t, nakahara y, tateishi r, haba f, ono s journal of surgical case reports, 2024, 2, 1¿5 https://doi.org/10.1093/jscr/rjae029 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿mid-term outcomes of hypogastric artery embolization in endovascular aneurysm repair: a case series¿. The time frame of this study was over a twelve year period. Multiple manufactures products were implanted. Endurant and talent stent grafts were implanted in the patient population. Prior to evar, all patients underwent embolization of one or both sides of the hypogastric artery. Bilateral embolization was executed in two stages, with a minimum interval of 1 week between each phase. Among the patient population the following malfunctions occurred: type ia endoleak, ib endoleak, the following adverse events occurred: claudication, lymph leakage, type b aortic dissections, rupture, aneurysm enlargement, re-in tervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.